Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced due to "patient complaint." The patient had 9.5mm cylinders implanted after removal of the 12mm cylinders. No patient complications were reported in relation to this event.

Manufacturer narrative:
The two spectra cylinders were visually inspected and functionally tested. Both cylinders had holes in the outer layer that were the result of a tool damage that exposed inner segments. Both cylinders are functional.